Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed.. As received, the monitor would not power on. Upon evaluation, multiple power supplies were shorted and multiple components were damaged on the defibrillator and computer / analog boards. The cause of the inability to complete testing is the extensive damage. The cause of the extensive damage is high voltage that deviated to low voltage circuitry. The root cause of the high voltage deviation could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.